Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation there was a cold solder joint connecting the rear pulse wires inside the rear 2-wire therapy pad. The cause of the test failure was the cold solder connection. The root cause of the cold solder connection cannot be positively identified. No adverse event resulted from the defective electrode belt.